Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis. The device was discarded. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Physician reported that the pt's lap-band lost restriction 3 yrs post implant. A fluoroscopy showed an estimated 8 inch crack in the tubing that was distant from the access port, and is the suspected source of the leakage.